Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's implantable cardioverter defibrillator exhibited far p-wave oversensing. The patient did not experience any adverse events as a result of this. Programming changes were made to address the issue. The patient was stable.